Manufacturer narrative:
The reported event indicates that the patient experienced multiple subsequent clinical events requiring medical intervention and subsequently expired due to multi-system organ failure secondary to sepsis. The hvad pump was not returned to heartware for evaluation as the device was not explanted. The results of any autopsy (if performed) were not provided. Review of the manufacturing documentation confirmed that the hvad pump met all requirements for release. While the cause of the reported event is multifactorial in etiology, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Approximately three months post heartware lvad implantation, the patient was reported to have been hospitalized for surgical debridement of a midsternal wound infection. The patient received a woundvac as was discharged home for outpatient wound management. However, two days later the patient was readmitted with persistent nausea. The patient's was transferred to the intensive care unit for IV antibiotic therapy as well as vasopressin for hypotension. The site reported that the patient suffered a right sided hemothorax that required resuscitation, including defibrillation for sustained ventricular fibrillation. The patient was intubated due to a spontaneous pneumothorax following chest tube insertion and also received blood transfusions. The patient expired with multi system organ failure secondary to sepsis.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.